Event description:
Ref. Importer # (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The lot number is unk and therefore, no review of the manufacturing records is possible. The oxygenator was bumped and fell off the holder which resulted in a blood leakage from the outlet port. No maquet holder was used in this case. Sample is not available for investigation. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).